Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cord was not working. This was during the pre-test. A replacement cord was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. (B)(4).